Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, and inadequate fixation have been ruled out as potential causes of the reported issue. It is unknown whether the patient engaged in strenuous activity or had any contraindicating conditions. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported device erosion at the pocket site as well as soreness and a hole at the upper incision. An explant procedure was performed on (B)(6) 2022, and no further issues have been reported.